Event description:
It was reported that the user experienced low glucose while using the ilet, and the cause of the hypoglycemia remained unclear despite discussion with a healthcare professional and completion of troubleshooting and education. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring guidance and education. Investigation included a review of device history and technical review. Investigation of this case revealed no device malfunction and no identifiable device-related cause. It was concluded that the event was user-related or due to physiological or external factors unrelated to device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.